Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the preparation for device explant due to eri, externalized conductors were revealed under fluoroscopy. During the procedure svc tore. A thoracotomy was performed and svc was repaired. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
A partial lead with the lead tip measuring 46.6cm was returned for analysis. Internal insulation abrasion was noted at 18.1-20.0cm from the distal tip. The etfe coating was intact at this location.